Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with patient diverting narcotic medication (hydromorphone) from pca pump. Per report, a patient was admitted to the hospital with sickle cell crisis. The pharmacy was consulted for pca dosing and management, and they reportedly recognize the patient from previous visits with giving "a fake home address as well as various different names (17 alias) and ages (19 to 31 years old). Patient has "complex pain management flags...had previously been caught with a purchased pca key." The dosing was set at a maximum dose of 4mg/4hrs (duration of 30 hours). However, the night pharmacist reportedly received a request to refill 17 hours after initiation. The patient was questioned by staff and was "given a sitter." The patient then reportedly refused and left the hospital against medical advice (ama). The staff reviewed the pump data, and it was found that the patient "diverted 17.2mg with 2 undocumented pca opening times within 10.5 hours of initiation." There was no reported harm. The hospital staff believes that the pca key was obtained by the patient through an online store (not affiliated with the original device manufacturer). There is an implied request to enhance the product to combat pca diversion and prevent pca keys from being purchased online. Bd received additional information through due diligence attempts. When asked if there were any adverse effects signs/symptoms prior to patient signing out ama and if there were any additional intervention rendered, the customer (pharmd executive director, pharmacy system operations) stated that "narcan reversal was not needed. Patient refused labs/tests and other medical interventions ¿ including continuation of the pca pump. Stated prefers large dose bolus vs pca and that ¿this always happens to him¿ when on the pca (i.e. He runs out too soon). Was discharge shortly afterwards with instructions to follow up at grady sickle cell clinic (did not have a provider)."